Manufacturer narrative:
A visual inspection was performed on the product and bent/broken pins were observed on cord connector. There was no relationship found between the returned device and the reported incident. All 3 buttons do not stick and each button spring performs as expected. The connector pins on cord connector were extremely bent and 3 pins are broken off. Mdu could not be fully inserted into the mdu receptacle on the test control unit due to pin damage. Photos of the bent and broken connector pins are attached. It appears that the user twisted the connector while inserting it into the mdu receptacle, bending pins and breaking 3 pins. Functional testing could not be performed due to pin damage. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device had the buttons stick.